Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2012) is considered to be a best estimate. This emdr represents the bd 3dmax (device 2). An additional supplemental emdr was submitted to represent the bd 3dmax (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2013- patient was diagnosed with bilateral sports inguinal hernia thereby underwent robotic-assisted laparoscopic repair with implant of 3dmax mesh (device 1 and 2). Per op notes, ¿a small indirect bilateral inguinal hernia was noted. Initially, in the right inguinal region, the defect was dissected and repaired using a 3dmax mesh (device 1), which was then sutured. Subsequently, in the left inguinal region, the defect was dissected, and a 3dmax mesh (device 2) was placed and sutured¿. (B)(6) 2014- patient was diagnosed with recurrent right groin pain, thereby underwent open repair. Per op notes, ¿the ilioinguinal nerve in right inguinal region was identified, isolated and passed off¿. (B)(6) 2015- patient was diagnosed with recurrent left groin pain, thereby underwent open repair. Per op notes, ¿the ilioinguinal nerve in left inguinal region was identified, isolated and passed off¿. (B)(6) 2019- patient was diagnosed with recurrent direct bilateral inguinal hernias, thereby underwent open repair with implant of bard flat mesh (device 3 and 4). Per op notes, ¿initially in the right inguinal region, a direct inguinal hernia defect was identified along the medial to inferior epigastric vessels which was repaired with bard flat mesh (device 3) and sutured. Subsequently, in the left inguinal region, the direct inguinal hernia defect was identified. It was repaired with bard flat mesh (device 4) and sutured¿.